Event description:
Customer reported a high blood glucose level, but the specific value was unknown as the display showed "high." There was no reported adverse impact to the customer's blood glucose level. Customer administered a correction bolus via pump and declined troubleshooting with technical support, indicating plans to consult with a healthcare provider and required no further assistance.